Event description:
Patient was on imaging table having nuclear stress test pictures. Patient's arm became wedged in detector. Sensor did not engage and stop camera. Patient was eventually freed from camera but stated she then had left arm pain.vendor completed service call. Tested camera under same conditions to ensure that motion would stop when a collision is detected. Pressed on the corner or edges of the collimators at 90 degrees and did not cause a collision detection. When the collimator fov (field of view) was pressed, instead the black outline, all motions stopped. The areas that are not sensitive on the collimator face and edge are due to electronics being housed inside those areas. The electronics are related to auto body contouring. A customer complaint about the collimator design and an incident report about the patient collision have been submitted to the manufacturer.